Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Related to the event of pi (B)(4) : it was reported that there was a fracture in the patient's glenoid, but it has nothing to do with the implant being defective, since the implant was not left in the patient's body and even no shoulder joint reduction was made to the when the defective implant was inside. The fracture was subsequently caused when the new implant was already inside the patient's body. The fracture is a direct result of the patient's poor bone quality, which was diagnosed as very osteoporotic and even while working with her humerus the doctors noticed that the bone quality was poor as well. On the second attempt the anesthesia proceeded as expected and the revision could be performed as planned. The surgeon removed all the components of the glenoid, built a new wall of glenoid from a bone graft donation, and replaced the humerus component to hemi prostesis. This to let the glenoid bone strengthen and return later for further surgery to put a glenoid reverse.

Manufacturer narrative:
The reported event could be confirmed since evidences were provided by the complaint reporter. A device inspection was not possible as the device was discarded during the surgery. However, the reporter reported the following: "the fracture was subsequently caused when the new implant was already inside the patient's body. The fracture is a direct result of the patient's poor bone quality, which was diagnosed as very osteoporotic and even while working with her humerus the doctors noticed that the bone quality was poor as well". The return of the device is not needed in this case. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by the patient condition (osteoporotic bone quality) and by an contraindicated use of the implant (according to the labelling review: "relative contraindications for shoulder arthroplasty: (...) -osteoporosis"). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
Related to the event of (B)(4): it was reported that there was a fracture in the patient's glenoid, but it has nothing to do with the implant being defective, since the implant was not left in the patient's body and even no shoulder joint reduction was made to the when the defective implant was inside. The fracture was subsequently caused when the new implant was already inside the patient's body. The fracture is a direct result of the patient's poor bone quality, which was diagnosed as very osteoporotic and even while working with her humerus the doctors noticed that the bone quality was poor as well. [..] On the second attempt the anesthesia proceeded as expected and the revision could be performed as planned. The surgeon removed all the components of the glenoid, built a new wall of glenoid from a bone graft donation, and replaced the humerus component to hemi prosthesis. This to let the glenoid bone strengthen and return later for further surgery to put a glenoid reverse.